Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level at the time of incident was 452 mg/dl and current blood glucose was 257 mg/dl. The customer had symptoms related to high blood glucose was difficulty in breathing, nausea, and dehydration. The troubleshooting was offered for high blood glucose and the customer declined to troubleshoot for high blood glucose. The customer stated that she already took a shot of insulin and her blood glucose was coming down. The insulin pump will not be returned for analysis.